Event description:
While ventilating a patient, the device powered off. No patient injury. No further information could be acquired. Further functional testing by the initial reporter found that shortly after power on, the device would continously perform a warm start and post an error code.